Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed there was no image, along with an e216 error (scope communication error) being displayed, due to cable failure. Service also found there was water ingress to the main body of the camera, due to a crack. The lens of the main body was scratched. The video connector and electrical contacts of the video connector were damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that there was a concern the camera head would become disconnected, and there were times when the image from the camera would disappear. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was presumed that the cause of the phenomenon of ¿risk of disconnection and image may disappear¿ was a cable failure due to flooding in the main body. Olympus will continue to monitor field performance for this device.